Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the unable / unwilling to answer on(B)(6)2024. Product was provided for investigation. An external visual inspection was performed and failed due to missing needle. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken or detached needle or cannula was found in connection to the reported event. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - addition information. G3 date received by mfg - correction. G6 type of report - addition information. H2: additional information/ device evaluation - addition information. H3: device evaluation by manufacturer - correction.

Event description:
The supplemental MDR b5 statement should be: subsequent to the initial MDR, a correction is required.